Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21119717, medical device expiration date: 2024-11-05, device manufacture date: 2021-11-04. Medical device lot #: 21119718, medical device expiration date: 2024-11-05, device manufacture date: 2021-11-04. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least 2 bd alaris smartsite extension sets experienced flow issues. The following information was provided by the initial reporter: it has been brought to my attention that nurses are having trouble flushing with the bd smartsite extension set.

Event description:
It was reported that at least 2 bd alaris smartsite extension sets experienced flow issues. The following information was provided by the initial reporter: it has been brought to my attention that nurses are having trouble flushing with the bd smart site extension set.

Manufacturer narrative:
H.6. Investigation: no product returned by the customer. It was reported that they are unable to prime product. One photo showing the product in the packaging was returned by the customer, however, this does not verify the complaint. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 20059e lot number 21119717 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20059e lot number 21119718 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21119717 regarding item #20059e. A complaint history check was performed and this is the 4th related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21119718 regarding item #20059e.